Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not completely booting up and showed disk reading error. The fse was replaced host pc, reload license file, and recreate image store. After the replacement of host pc, reloading license file and recreating image store, system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that a disk reading error appeared, and the system would not start up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.